Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had off no power anomaly without a low battery indicator. The customer installed three batteries and it had no power and shuts off. The customer's blood glucose was 150 mg/dl. The customer was advised the pump will need to be replaced. Customer declined to return pump.